Manufacturer narrative:
(B)(4).

Event description:
It was reported that the catheter was unintentionally cut using the tuohy needle during the catheter insertion step of the implantation procedure and was left inside the patient. A second catheter was used to complete the procedure. No patient effects were reported. Patient and device details are not available.

Manufacturer narrative:
(B)(4).

Event description:
There have been no additional issues or concerns regarding the patient or pump therapy.

Manufacturer narrative:
(B)(4).

Event description:
Approximately a week after the catheter revision surgery, it was determined that the cut catheter that was previously left inside the patient was leaking csf and was causing the patient to experience cerebral spinal headaches. The catheter was explanted but the date is unknown at this time. It was also observed that the cut catheter was expired after it was already implanted. The patient has since continued therapy with no other issues.